Event description:
The patient's mother contacted animas on (B)(6) 2011 to report that the patient was hospitalized with a diagnosis of dka. The patient's mother reported that (B)(6) 2011 at 3am the patient woke to a blood glucose (bg) of 480mg/dl. At the time of the elevated bg the patient was vomiting and tested (B)(6) for large ketones. The reporter stated she gave a correction bolus via the pump and attempted to push fluids. The patient's bg came down to 430mg/dl; however, the patient continued vomiting and was taken to the ER at approximately 10am. The patient's mother claimed when at the ER the patient was diagnosed with gastritis and was given crackers and IV fluids. The reporter was told that lab results only showed slight ketones and the patient was discharged from the ER a couple of hours later. On the way home from the ER, the patient's mother reported that the patient began vomiting again and began complaining of sharp pain in his head and neck. The patient was immediately taken back to the ER where he was then diagnosed with dka and placed on an insulin drip and fluids. At the time of troubleshooting, the reporter confirmed all pump settings including the date and time were correct. The patient's mother claimed the patient's site and set appeared in good condition and confirmed there was no blood, swelling or redness at the site. Review of pump alarm history only revealed low cartridges and low battery warnings. However, during review of prime history customer support noted that information suggested there was no change in site from (B)(6) 2011 to (B)(6) 2011 (when it was removed in the hospital). Customer support noted no defect of the device found. This complaint is being reported because the patient was treated for a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no data found in the black box or download histories from the time of the reported event in (B)(6) 2011 due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery was found to be inconsistent due to the time and date reset on the pump. A review of the black box verified that the time and date reset to factory settings on the pump. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.